Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
A report was received that the patient was experiencing discomfort in the chest which worsened when scs was turned on. The physician believed that it was not device related. The patient will undergo an ipg explant procedure.

Manufacturer narrative:
Additional information was received that physician believed stimulation caused the chest hurt was device related. The patient underwent an explant procedure. Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model#: sc-4316, lot#: 18935717, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as it was kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing discomfort in the chest which worsened when scs was turned on. The physician believed that it was not device related. The patient will undergo an ipg explant procedure.